Event description:
The account alleges that when the hi/low down is pressed, the head hi/low will lower about an inch and then run back up, resulting in unintentional movement.

Manufacturer narrative:
The technician replaced the logic board, which resolved the issue. The device functions as designed. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.